Manufacturer narrative:
(B)(4). Teleflex received the device for an evaluation. The reported complaint of "could not pace" the catheter is confirmed. The proximal wire was tested and confirmed disconnected at the joint of the proximal electrode; therefore the pacing signal was not present. The root cause of the disconnection is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This issue will be monitored for any developing trends.

Event description:
It was reported that "they inserted the pacing catheter as normal and when connecting to the pacemaker, they could not pace the patient the pacemaker was working well so they changed the catheter and inserted a new pacing catheter and connected to the same pacemaker machine and were then successful in pacing." The pacing catheter was inserted in the right jugular vein in the cath lab. There was no delay or interruption in therapy. There were no patient complications. Medical intervention was not required.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "they inserted the pacing catheter as normal and when connecting to the pacemaker, they could not pace the patient the pacemaker was working well so they changed the catheter and inserted a new pacing catheter and connected to the same pacemaker machine and were then successful in pacing." The pacing catheter was inserted in the right jugular vein in the cath lab. There was no delay or interruption in therapy. There were no patient complications. Medical intervention was not required.